Event description:
During a patient code, defibrillator did not deliver a shock. Staff changed the pads, and the connection was confirmed. Another defib was obtained. Post code, the defib passed self-test. They attempted to deliver a shock with the tester block and again the screen displayed abnormal energy error code.